Manufacturer narrative:
(Serial number): the serial number of the device was requested but not provided. The implant date reflects the date the patient was implanted with the lvad. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. A log file submitted to the manufacturer's technical service representative for review revealed a no external power event on (B)(6) 2018 while the vad system was connected to a mobile power unit (mpu). There was no interruption in pump support during these events. The no external power events may have been due to the mpu ac power cord coming loose at the ac power connection or ac wall outlet. The patient was reported to be asymptomatic. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted log file confirmed no external power events. The events were captured on (B)(6) 2018 and (B)(6) 2018, while the system was operating on the power module. Each of the events appeared to be due to a loss of power to the mpu. The system continued to be supported by the system controller's internal backup battery during the events and there were no interruptions to pump operation. The log file appeared to show the system functioning as intended. A specific root cause of the captured event could not be determined. (B)(4) was manufactured prior to the a/c power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.